Event description:
Alaris pump programmed for vancomycin 1000 mg / 250 ml to infuse over 1 hr. Medication infused in 22 minutes. Pump showed "173.2 ml vtbi" and "time left: 41 minutes" when event occurred. Pt's face flushed with shallow respirations. Solumedrol IV administered. Reaction resolved and pt remained on nursing unit. Biomed notified and infusion pump removed from service. Medwatch report submitted to manufacturer. Pump sent to manufacturer for incident evaluation because biomed was unable to reproduce pump malfunction and pump passed all performance tests.